Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noted that there was a difficulty with the contrast to come out of the injection lumen. It was also confirmed that some of the contrast was going through the device, in addition to the contrast coming back out close to the injection hub. Reportedly, the cutting wire of the device has stopped working after a few cuts were made, which were enough to complete the procedure. There was no visible damage noted to complaint autotome device including its packaging. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Result: although the reported event was unable to be confirmed, the result code 114 - operational problem is being used to capture the kinked working length, and hypotube blocked. Visual evaluation of the returned device found the catheter (including injection lumen) kinked and the hypotube blocked. A resistance test was performed and was within specification. The device functional evaluation confirms that the device met specifications with regard to conductivity. The investigation was unable to confirm the reported complaint that the cut wire stopped working. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noted that there was a difficulty with the contrast to come out of the injection lumen. It was also confirmed that some of the contrast was going through the device, in addition to the contrast coming back out close to the injection hub. Reportedly, the cutting wire of the device has stopped working after a few cuts were made, which were enough to complete the procedure. There was no visible damage noted to complaint autotome device including its packaging. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.